Manufacturer narrative:
Unit passed active current measurement, sleep current measurement, self-test, rewind, seating, basic occlusion test, force sensor test and displacement test. Unit passed dat at 0.0874 inches. Successfully downloaded history files and traces using thump and carelink. During download history review no relevant alarms confirm in download history files to confirm complain code. Unable to confirm low bgs. No alerts/alarms/anomalies noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and scratched case (minor). No current code/category was not confirmed. Pump working as intended. Unable to confirm low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low blood glucose (hypoglycemia) and there was an issue with the insulin pump. Also, the customer reported the discrepancy between the sensor glucose and blood glucose. The customer blood glucose was unknown at the time of the event. The event involved products mmt-7040a, mmt-441ag, mmt-342g, and mmt-1884. Troubleshooting was not performed for low blood glucose and the sensor glucose vs. Blood glucose. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-7040a, mmt-441ag, and mmt-342g. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.